Event description:
Additional information was received indicating that the patient reported glare/halos around lights. The surgeon does not believe the iol contributed to the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) with a report of "mechanical complication of the iol. The patient reported blurred vision. Additional information has been requested; however, further information has not been received.